Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure of whiteout was not confirmed. However, the following reportable malfunction was identified, the image had horizontal stripes. Based on the results of the investigation, a definitive root cause of the reported whiteout could not be determined as it was not reproduced. Additionally. The cause of the horizontal stripes could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an image that exhibited whiteout during inspection for use. There were no reports of patient involvement.